Event description:
The consumer reports, that the patches were far too sticky. After 8 hrs, the patches were difficult and painful to remove from the neck and shoulders. The consumer reports, a piece of skin the size of the end of her ring finger was missing on both sides of her neck resulting in bleeding and scabbing. She used triple antibiotic ointment to treat the area. The consumer did not seek medical attention.

Manufacturer narrative:
No product has been received to date to conduct quality and safety investigation. Review conducted by MFR yielded no additional complaints or trends to date for this lot number. We will continue to monitor for other similar complaints, compose trend reports and utilize the info as part of continuous improvement. This report is below the threshold of the FDA's requirements for mandatory reporting of adverse events involving medical devices and therefore is submitted voluntarily and proactively by the manufacturer to enhance product safety and pharmacovigilance.